Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: the keypad cover was found to be torn at the up button. The down button was found to be intermittently responsive and the ok button was unresponsive. The keypad cover was removed and there was evidence of moisture found under all contacts. The pump was opened to inspect keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the complaint, there were two battery compartment cracks observed at the threads above the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.